Event description:
It was reported that the customer was hospitalized for high blood glucose, no blood glucose levels were reported. It was stated that the pump had an alarm and was stuck on the prime rewind loop. No further information was provided.

Manufacturer narrative:
Final analysis revealed the insulin pump was unable to prime and alarmed during the prime test. Further troubleshooting was not performed due to prime anomaly.